Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 30k fsi-sli-fg-10s ins,pkd insert got hot during use. No injury was reported from the alleged event.

Manufacturer narrative:
Return qty. 1, 22103, 30k fsi-sli-10s fg-js, 00074692 bul. 30k. Test method / gp005-wi02. Inductance: gauge ID# 5349, due: 11/30/2024, result 3.03. Tested on: g130 gage ID# 9626-2, due date: 03/31/2024, set pressure: 35 psi. Water flow: output rate: 35 psi. Other visual observation: insert tip is clogged. Insert was tested on a digital thermometer i.d.#6116a. Due date:09/30/2024. The temperature was 78.4°f, no fault found. The specifications state the temperature is not to exceed 118.4°f. (Per (B)(4)).